Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned adhered to the outside of the device with viscoelastic. The lens was cleaned with lphse to remove from the device. The lens is scratched, gouged and has a cracked area. The lens dimensions (plan view) were acceptable. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The initial report of "haptic stuck in the device" could not be verified. The lens was returned outside of the device. The plunger position in relation to the trailing haptic during advancement could not be determined. Top coat dye stain testing was conducted with acceptable results. It was reported that the lens was subsequently removed and an attempt made to deliver through cartridge. It cannot be determined when the observed lens damage occurred; during the initial attempt or the second attempt in the cartridge. The scratch has the appearance of damage caused by instrument used to grasp the lens. The cracked area may indicate a plunger override occurred. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the trailing haptic got stuck in the injector. The lens was removed from the incision and was loaded into a cartridge and handpiece. The lens again was stuck in the cartridge. A backup lens was used to complete the procedure. Additional information was requested.